Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused. The volume to be infused did not match up with the amount in the bag when administering blood, it reflected that only 20cc was left to be infused of a total volume of 258 administered however approximately 150cc was left to be infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.